Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6). Device returned to (B)(6).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2014 due to progression of scoliosis. During a review of investigation findings from (B)(6) it was identified that there was cold welding between the housing tube and distraction rod. No other information in relation to patient has been reported.